Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 2000 ohms. Subsequently, a revision procedure was performed and the pace/sense portion of the lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.